Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting fse found that host pc failed to upload the operating system and the application, resulting in a system crash and confirmed the issue with host os hd. To resolve this issue, fse replaced hard disk drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.